Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 74mg/dl, 91mg/dl, 156mg/dl. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes it was documented that, "customer was using test strips that expired in 2001" and "check strip test ok".